Manufacturer narrative:
H3: device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4). A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.0/1.5/67 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same length lens but implanted horizontally. Problem resolved. Cause was unknown. It was reported that the initial lens was implanted vertically.